Event description:
It was reported that during set up for a da vinci s prostatectomy procedure, the surgical staff experienced a black screen on the assistant monitor and within the high resolution stereo viewer (hrsv) of the surgeon side console (ssc). With the assistance of an isi technical support engineer, the site found that the patient side cart (psc) was unplugged. The site plugged in the psc and restarted the system, however, the ssc would not restart. The patient was under anesthesia when the surgeon made the decision to abort the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering found that issue experienced by the customer was associated with the system control processor (scp) board. The system control processor (scp) is a pca board that resides in the surgeon side console (ssc) that provides real time processing and control, system supervisor and fault monitoring, and external system communication control. The system was repaired by replacing the defective scp. As of july 5, 2011, there have been no reported recurrences of the issue at this hospital.